Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, and intuitive motion tests/ inspections were performed, and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The grip tips opened and closed properly. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument did not release the tissue. The customer had to use another instrument to release the grip. The instrument did this twice before it was removed and replaced with a different one. The instrument was able to be released without having to use an emergency kit. The procedure was completed with no reported injury.